Event description:
It was reported that when using the bd pyxis¿ es server multiple machines went into critical override, were not connecting, and were very slow to log into the pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the machines were in critical override and were not connecting. A technical support specialist dialed into the server and identified that only some stations were placed on critical override, which had been enabled manually; verified via query that active directory (adt) messages were being received in real time, contacted the customer to inform of the critical override status, and confirmed that none of the users had enabled it, verified that server communication was functioning and confirmed visibility of the provided patient identities on the server, then attempted to dial into the stations and found both offline; the customer confirmed an active hospital network issue being addressed by management, advised that network issues would disrupt server-to-station communication and recommended placing all stations on critical override to prevent data loss, which the customer acknowledged, and instructed to notify support once the network was restored; later received customer confirmation via email that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.